Event description:
The customer's spouse called to report that the patient passed away. It was stated that the customer was wearing the pump. It was informed that the cause of the death was due to high bgs caused by a urinary tract infection. Also the customer had a heart attack and seizures the night before they passed away.